Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 has been off the needle then its proximal end was placed back into the needle channel. The variable depth straw has been trimmed. Bio debris is present.a functional evaluation, using a simulation meniscus, to implant the t1 would be inconclusive because the t1 has already been deployed, then placed back onto the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the anchor. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix´s t2 implant could not stay anchored after t1 was implanted. The t1 was removed using tweezers. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.